Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to remove from anatomy appear to be due to procedural condition. A definitive cause for the reported poor imaging cannot be determined. Additionally, the reported patient effect of mitral regurgitation was a cascading event of single leaflet device attachment (slda). The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult to remove. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to insertion of the clip, it was noted that visualization was challenging. One xtr clip (90508110) was successfully implanted. In an attempt to further reduce mr, an additional xtr clip (90517u469) was advanced into the valve. It was noted that the positioning was not ideal; therefore, the clip was retracted into the left atrium (la). However, while retracting the clip into the la, the clip may have pulled one of the leaflets, causing the implanted clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. To stabilize the slda, the second clip was implanted; however, mr remained at a grade of 4. It was noted that no tissue damage had occurred. No additional clips were implanted, and the procedure was discontinued. On (B)(6) 2020, the patient underwent mitral valve replacement surgery. No additional information was provided.